Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant, the left ventricular (lv) lead dislodged into the main body of the coronary sinus. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.